Event description:
Several days after mastectomy and right implants became infected; rt implant removed. Left implant removed because implant ruptured and deflated because saline dripped out. However, prior to removal (about 7/91, rptr had severe pain when implant was touched, bumped, etc.